Event description:
It was reported that a person using the ilet with a contact detach infusion set on the abdomen and a libre 3 plus cgm experienced hyperglycemia, with the highest cgm value of 208 mg/dl for about 30 minutes, and the cause was unknown. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information and no findings were available, and there was no device component implicated based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.